Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and this cause for this event.

Event description:
The complainant reported that a therapeutic radiofrequency ablation (epa) for a pulmonary tumor was performed on a patient. After starting ablation the patient noted pain and hotness at the puncture site and the grounding pads. It was reported that low temperature burns were observed at the puncture site end grounding pad area after the procedure. The areas were cooled with ice and it is reported the procedure proceeded to a successful completion. The complainat reported that the patient's condition was not serious. It was also noted by this complainant that the algorithm for the (rfa) was not followed.